Event description:
It was reported that a nurse and a new nurse under orientation were informed during bedside shift report, that the patient was receiving a primary infusion of levophed 16mg/250ml infusing at a rate of 70mcgs/hour. It was noted that the residing patient was also on the same medication infusion, infusing at the same rate. Although both patients were on double concentration of levophed at the same rate, the nurse noticed that the levophed infusion rate for this patient was infusing at 65.6mls/hour, while the other patient infusion was infusing at 131ml/hour. This caused the nurse to examine the infusion rate when she found that the device stated that it was infusing double concentration of the levophed. The nurse verified that the device was programmed appropriately and called the charge nurse to validate programming. The device was exchanged with another device and the infusion continued without further complications. The customer further stated that there were no adverse effects caused to the patient from the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse noted that mls/hour infusing not correct nurse was told pt getting levophed 70 mcgs pt should have been getting 131 mls instead of 65 6ml nurse checked pump programming and it was correct programmed the levophed on another channel and it worked appropriately pump pulled out of service and given to our biomed no harm to pt."

Manufacturer narrative:
Report source: risk manager. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Customer sent devices to 3rd party biomed for investigation.

Event description:
It was reported that a nurse and a new nurse under orientation were informed during bedside shift report, that the patient was receiving a primary infusion of levophed 16mg/250ml infusing at a rate of 70mcgs/hour. It was noted that the residing patient was also on the same medication infusion, infusing at the same rate. Although both patients were on double concentration of levophed at the same rate, the nurse noticed that the levophed infusion rate for this patient was infusing at 65.6mls/hour, while the other patient infusion was infusing at 131ml/hour. This caused the nurse to examine the infusion rate when she found that the device stated that it was infusing double concentration of the levophed. The nurse verified that the device was programmed appropriately and called the charge nurse to validate programming. The device was exchanged with another device and the infusion continued without further complications. The customer further stated that there were no adverse effects caused to the patient from the event.